Event description:
Customer reportedly received results of 209 mg/dl and 80 mg/dl within 10 minutes on the compact plus system. No adverse event reported. The discrepant results were obtained at a hospital. No quality controls were used. Requested return of suspect device and replacement was sent.